Event description:
Boston scientific received information that this implantable defibrillation lead exhibited noise on the rate/sense portion. The noise was oversensed and caused pacing inhibition. It was reported the patient is dependent and experienced dizziness as a result. The patient recently underwent a device change out. At that time, another manufacturer's lead was surgically abandoned and this lead was placed. It was suspected the noise was a result of lead-on-lead contact. An x-ray was performed and revealed the leads were in close proximity to each other. An invasive procedure was performed and this lead was repositioned. Lower pacing impedance measurements were observed. Prior to repositioning the pacing impedance measurements were in the mid-300 ohm range, after repositioning they were 290 ohms. The next morning pauses in pacing were again observed. Another invasive procedure was performed and it was found the lead was not secure in the implantable cardioverter defibrillator (ICD) header. This lead and device were explanted. The patient was implanted with a pacemaker and new right ventricular (rv) lead. No additional adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
--

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted a hole in the right atrial distal seal plug. No anomalies were found related to the right ventricular seal plugs or ports. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.